Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50, serial # (B)(4), description: infinion 1x16 perc lead kit-50 cm; model # sc-3400-30, serial # (B)(4) description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient experienced high impedances and loss of therapy following an unrelated procedure. The patient subsequently underwent a lead replacement procedure in which her two leads were replaced. The patient regained therapy and is doing well post-operatively.

Manufacturer narrative:
Correction to initial MDR in field.

Event description:
A report was received that the patient experienced high impedances and loss of therapy following an unrelated procedure. The patient subsequently underwent a lead replacement procedure in which her two leads were replaced. The patient regained therapy and is doing well post-operatively.